Event description:
It was reported that that the patient experienced pain with right ventricular (rv) pacing and the lead was noted to have high thresholds. It was later noted that the rv lead had dislodged. In addition, the right atrial (ra) lead exhibited unstable thresholds. The rv lead was revised, reprogrammed, and remains in use; the ra lead was programmed off. No further patient complications have been reported as a result of this event.